Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experience high blood glucose (bg) levels (approximately 500 mg/dl) and a correction bolus was delivered to address the high bg levels. As the customer had changed the supplies, a system check was unable to be performed for these past high bg events. The customer reported to have received "some alarms". A system check was performed with the current supplies on the pump and no device issues were found. The pump t:connect data was reviewed by tandem technical support and no alarms or alerts were found that would have suspended insulin delivery. The bg level was currently at 200 mg/dl and an insulin injection was administered. Reportedly, the customer had been using humalog in the cartridge for 3 days.